Event description:
Physician reported pain and sensitivity of the breast. Radiological imaging noted extracapsular rupture, silicone lymphadenopathy and free silicone. Left side. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, silicone migration.

Event description:
Physician reported pain and sensitivity of the breast. Radiological imaging noted extracapsular rupture, silicone lymphadenopathy and free silicone. Left side. The device has been explanted.

Event description:
Physician reported pain and sensitivity of the breast. Radiological imaging noted extracapsular rupture, silicone lymphadenopathy and free silicone. Left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an extended opening on posterior, and red particles on the shell. A microscopic analysis was performed which identified: a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Additional, changed, and/or corrected data: d.6b, d.9, h.3, h.6.